Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 375 mg/dl at the time of the incident. The customer stated that the drive support cap was not protruded,loose, or sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify motor position encoder error alarm, excessive no delivery alarm due to motor error alarm. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.